Event description:
It was reported that the customer received a failed selftest alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a failed self test and a lost sensor alarm due to a faulty connector on the radio frequency circuit board. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.